Event description:
It was reported that there were patient symptoms or complications associated with this event but initially none were specified other than the patient was admitted to the emergency department. The location of the issue or symptoms was unknown. The emergency room physician had ordered the pump to be programmed to minimum rate. It was unknown if diagnostic testing or troubleshooting occurred or if the issue was resolved or the cause determined the patient¿s status at the time of the event was also reported as unknown. It was later provided that the patient was going in and out of consciousness, was lethargic and change in mental status. The cause of the event was reported as to be determined but likely a catheter problem. The pump was set to minimum rate to prevent an overdose. However, it was further reported that a dye study was performed on (B)(6) 2014 in which the catheter issue was noted as a failure to aspirate and kink in the proximal pump segment. Reportedly, this would further require surgical exploration. The patient was reported as recovered without permanent impairment. The pump and catheter were reported as remaining implanted and in-service. This device system delivered morphine. Additional information was requested to clarify the catheter involved, resolution and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).

Event description:
It was further provided that the patient was further seen on (B)(6) 2015 for a follow-up appointment. The notes indicated a kink was visualized on the distal segment of the catheter but it was not specified if it was the 8578 or the 8709 sc. No further interventions have been taken at this time. The notes further indicated that a surgical exploration would be needed and a follow-up appointment was made for four weeks later and the patient was given a referral to see the surgeon. The patient was continue with pain medications as needed, continue with physical therapy, and see the surgeon. No further information was available. Should additional information be received a supplemental report will be filed.